Event description:
Pt diagnosed w/cardiogenic shock, adult respiratory distress syndrome, rule out sepsis, required a re-intubation procedure. A staff member experienced difficulty ventilating the pt's lungs while using a resuscitation bag with a peep valve. The peep valve was removed during the re-intubation procedure and it became easier to ventilate. Pt began to deteriorate and required resuscitation. Despite resuscitation efforts, pt expired.